Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the subject device was manufactured. Based on the results of the investigation, it is likely the blinking front panel occurred due to a malfunction of the turret motor and the communication failure likely occurred due to a failure in the printed circuit board. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus and the customer¿s allegation of the front panel flashing was confirmed. Additionally, the evaluation revealed the device could not communicate and the light guide connector was worn. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus, that during renal pelvis/bladder examination, the front panel of the visera xenon light source flashed when power was turned on and an alert sound was generated. There were no reports of patient harm or impact associated with the event.